Event description:
It was reported that the device's led indicator light was not functioning properly.

Manufacturer narrative:
The device type was incorrectly reported as a hs1 but this is a frx device.